Event description:
Info received indicates the right head siderail will not latch.

Manufacturer narrative:
The tech found that the mounting bracket was bent. He replaced the mounting bracket to repair the bed.